Event description:
The patient was on a face mask ventilation. The circuit connection on the front of the device became disconnected. The patient was not oxygenating and his pulse oxygenation decreased into the mid 60's. The patient required excessive bagging and intubation. No death or serious injury was reported.